Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, self test and displacement test. Device trace download analysis confirmed the pump alarmed power error 25. Problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had power error detected and notification light stopped flashing immediately. Customer stated insulin pump was able to clear the alarm successfully and was able to rewound. Customer stated that same error reoccurred after couple of hours. That no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.